Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one and a half years ago. Currently, the patient had a CT and the there was a talent converter migration with a type I endoleak. The patient had continued disease progression with continuing aortic neck dilatation. The physician implanted an endurant aortic cuff and the migration and endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: migration, endoleak, disease progression with continuing aortic neck dilatation. Conclusion: disease progression with continuing aortic neck dilatation.